Manufacturer narrative:
The device is not available for return and no lot information was provided, therefore, no evaluation can be performed to confirm the reported event. If the device is returned or additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
The customer reported having difficulty getting the iab through the sheath. Another 50cc iab was inserted with issue. The customer later reported that the pt expired, however, it was not related to the reported events. Related to MFR report #2248146-2014-00374.